Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (2mg/ml at 0.25mg/day) and bupivacaine (25mg/ml at 3.125mg/day) via an implantable pump. It was reported that the pump had volume discrepancies at refill appointments, so the managing physician opted to do a catheter access port (cap) study and was unable to aspirate. The patient was referred to neurosurgery. The pump pocket was opened first and there appeared to be a kink in the pump segment. The catheter was cut proximal to the connector piece, but there was still no flow observed. The spinal incision was opened and there appeared to be a kink at the entry/anchor point.  The entire catheter was replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ kink observed¿, ¿catheter body ¿ broken¿, and ¿catheter body ¿ compressed area¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.